Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would resume insulin to address the issue. On (B)(6) 2026 the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of over 400 mg/dl with ketones. Ketone level identified as dangerous by healthcare provider. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on 6/10/2026. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.